Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to dislodgement. During the procedure the physician elected to plug the atrial port of the device due to the pt's large atrium. No adverse pt effects reported. The investigation is complete at this time.